Manufacturer narrative:
Date of postoperative device breakage is unknown. Additional product codes for this report include hwc. Dates of implant/explant procedures are unknown. Complainant part is expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing site: (B)(4) - manufacturing date: october 21, 2014 - expiry date: october 1, 2024. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that a patient experienced a complete post-operative breakage of a proximal femoral nail antirotation (pfna). A revision surgery was required (date unknown), but details surrounding that procedure are unknown. This report is 1 of 1 for (B)(4).